Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report non-reproducible, higher than expected sodium (na+) results were obtained from a single patient sample and a single level of vitros performance verifier (pv) I (lot e2828) processed using vitros chemistry products na+ slides lot 4208-1180-9097 on two vitros xt 7600 integrated systems. Vitros xt 7600 integrated system: s/n (B)(6) (j1): performance verifier I (lot e2828) observed results of >250.0, >250.0, >250.0, >250.0, >250.0, and >250.0 mmol/l vs the expected result of 125.7 mmol/l vitros xt 7600 integrated system: s/n 76001283 (j2): patient 2 result of 189.2 mmol/l vs an expected (repeat) result from j1 of 112.3 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. One patient sample was determined to be affected (B)(6) 2026), however, this result was not reported and the customer confirmed that there was no allegation of patient harm as a result of this event. This report is number one of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected sodium (na+) results were obtained from a single patient sample and a single level of vitros performance verifier (pv) I (lot e2828) processed using vitros chemistry products na+ slides lot 4208-1180-9097 on two vitros xt 7600 integrated systems. The investigation concluded that the cause of the event was an instrument related issue on both vitros xt 7600 systems. Non-reproducible, higher than expected vitros na+ results were observed prior to the ortho field engineer (fe) actions on 13 may 2026. While onsite, the ortho fe used a borescope to observe electrolyte reference fluid (erf) and sample metering (sm) drop dispense pattern, checked for cm blade interference with pm slide(s), checked the tip locator slide eject for excessive force, inspected erf path for contamination, and checked the electrometer cover gap to ensure proper dimensions. The ortho fe also changed out the vitros humidification packs on both vitros xt 7600 integrated systems, as the vitros na+ test is sensitive to changes in humidity. After these service interventions were performed, vitros na+ diagnostic precision studies were performed on both systems and determined to be accurate and precise, indicating that the service actions performed by the ortho fe returned the vitros xt 7600 integrated systems to optimal performance. On (B)(6) 2026, the customer confirmed with the ortho fe that they had not observed any non-reproducible, higher than expected vitros na+ results since the date of service, further verifying that the issue was resolved by actions performed on the vitros xt 7600 integrated systems.